Event description:
A device was returned to the manufacturer for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation error code e-193 registered and a missing top panel. During the evaluation, the customers complaints were confirmed and the top panel on the device has been replaced. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.